Event description:
The company was informed that the patient developed acute mastoiditis one month after initial implant surgery. The patient was treated aggressively intravenous antibiotics (type unknown) and the implant site was incised and drained. The infection was resolved.